Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿mold¿ was found in a bd¿ syringe with bd luer-lok¿ tip. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter, described as ¿mold¿ was found in a bd syringe with bd luer-lok tip. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: 2 syringes were returned for this complaint to be evaluated. 1 syringe was in it¿s sealed packaging with no defects. The other syringe was in an open package and had grease on the inside of the packaging therefore failure mode was verified. The grease was likely caused when maintenance was performed on the packaging machine and grease dripped on to packages below the area worked on. Typically the machine is emptied of packages with syringes in them before maintenance is performed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8054784 for the same defect or symptom. No related defects or qns recorded in the DHR. Likely caused when maintenance was performed on the packaging machine and grease dripped on to packages below the area worked on. Typically the machine is emptied of packages with syringes in them before maintenance is performed. Corrective action is not necessary. The event is within allowed quality limits. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter, described as ¿mold¿ was found in a bd¿ syringe with bd luer-lok¿ tip. The device was not used and there was no report of injury or medical interventions.